Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Patient said his ex-girlfriend hit him right where the ins is and since then, he can't lay on his back. Patient said that when he moves to the right, he can feel the ins moving. Patient said he is also constantly using the bathroom. Patient said he went to the ER before he was hit and they said everything was working perfectly. No further complications were reported.